Event description:
According to the reporter, prior to use, the pencil device had a self-activation issue. The device activated without pressing the activation button even the "on" button was in a turn off position. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.